Manufacturer narrative:
The recipient was prescribed augmentin 875mg. The swelling has improved. The recipient continues to be monitored.

Event description:
The recipient reportedly had swelling and pain at the implant site following implant surgery. The recipient was prescribed antibiotics (type unknown) and steroids. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient's irritation and swelling around the device are reportedly due to chronic eczema.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly not experiencing any problems currently. No additional treatment details including date of treatment will be provided. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient was prescribed prednisone as a maintenance treatment.

Manufacturer narrative:
The recipient has reportedly improved following antibiotic treatment. Treatment details will not be provided.

Manufacturer narrative:
(B)(4). The recipient continues to experience pain and swelling at the implant site. The recipient was prescribed an antibiotic (type unknown) and continued prednisone.